Event description:
It was reported that the pump touch screen was not turning on despite multiple attempts to troubleshoot the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method insulin therapy.